Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Add'l data from importer report: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. The product was used for therapeutic treatment. The indication for mesh implantation was a several year history of menorrhagia, stress urinary incontinence and cystocele. The procedures performed included a transvaginal hysterectomy, anterior colporrhaphy and uretex sling. Postoperative complications include from (B)(6) 2016: patient complains of painful intercourse, leaking urine with frequent urge to void and urinary incontinence. On examination of vaginal mucosa ¿ painful ridge of tissue at the 2 and 10 o clock position where the mesh is close to the surface but not eroded. Cystometrogram only elicited incontinence due to overactive bladder. Diagnosed with overactive bladder, painful intercourse and stress urinary incontinence. Mesh revision surgery occurred on (B)(6) 2016. The patient underwent excision of vaginal mesh, possible tvt placement for dyspareunia, painful intercourse, and stress urinary incontinence under general endotracheal anesthesia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Reason/ indication for mesh implantation: several years history of menorrhagia, stress urinary incontinence and cystocele. The procedure performed: transvaginal hysterectomy, anterior colporrhaphy and uretex sling. Postoperative complications: (B)(6) 2016 ¿ (B)(6) 2016: patient complains of painful intercourse, leaking urine with frequent urge to void and urinary incontinence. On examination of vaginal mucosa ¿ painful ridge of tissue at the 2 and 10 o clock position where the mesh is close to the surface but not eroded. Cystometrogram only elicited incontinence due to overactive bladder. Diagnosed with overactive bladder, painful intercourse and stress urinary incontinence. Planned for excision of tvt mesh and considering placement of new mesh. Mesh revision surgery details: reason for 2nd surgery: dyspareunia, painful intercourse, stress urinary incontinence. The procedure performed was an excision of vaginal mesh and possible tvt placement. The complications post-implant from 2016: dyspareunia, painful intercourse, and stress urinary incontinence.